Manufacturer narrative:
This serves as a correction report. (Meter brand name) and (pma510k#) were incorrectly documented in the initial MDR 30 day report.

Event description:
Customer¿s nurse, calling on behalf of the customer, reported he had received inaccurate readings from his adc blood glucose meter. Caller further reported that on (B)(6) 2018 customer performed a test and received a reading of 354 mg/dl at 9:00 am. At 10:00 am, customer lost consciousness and became unresponsive. A test done on his meter produced a reading of 88 mg/dl so paramedics were called. Upon arrival, approximately 25 minutes later, they received a reading of 20 mg/dl on their meter and treated the customer with a glucagon injection. After approximately 15 minutes, the customer responsive and no additional treatment was required. The paramedics performed another test with their meter and received a reading of 109 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been returned and an investigation has determined the complaint is not confirmed. Control solution testing was performed and all results were within range specification. One of the reported readings was found in the meter's memory. No product deficiency was identified. Please note: the information populated in section e is the customer¿s information. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s nurse, calling on behalf of the customer, reported he had received inaccurate readings from his adc blood glucose meter. Caller further reported that on (B)(6) 2018 customer performed a test and received a reading of 354 mg/dl at 9:00 am. At 10:00 am, customer lost consciousness and became unresponsive. A test done on his meter produced a reading of 88 mg/dl so paramedics were called. Upon arrival, approximately 25 minutes later, they received a reading of 20 mg/dl on their meter and treated the customer with a glucagon injection. After approximately 15 minutes, the customer responsive and no additional treatment was required. The paramedics performed another test with their meter and received a reading of 109 mg/dl. There was no report of death or permanent injury associated with this event.